Manufacturer narrative:
To date the lens remains implanted. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that after the implantation of a zxr00 14.5 diopter intraocular lens (iol) into a female patient's left eye the patient had been experiencing halos and glare. Additionally, the patient can not drive at night and cannot walk around the back of her house. Patient also stated that she has to stay in the dark and has to use cataract glasses to go outside. She has been to many other specialists for second opinion and she claims that they all said that the iol has to be removed. But she's still thinking about it because it's her eye and symptoms might get worse if she has another surgery. No further information was provided.

Manufacturer narrative:
Date of event: (B)(6) 2017. Explant date: if explanted, give date - (B)(6) 2017. It was reported that patient was sent to another doctor for an evaluation and this surgeon suggested the patient to wear glasses for a while and if vision does not improve the lens might be explanted. It was later reported that lens was explanted on (B)(6) 2017, and replaced with a non amo lens. Additional reporter: dr. (B)(6) additional report sources: health professional, user facility. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.